Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported from field clinical specialist (fcs) approximately 3 years and 2 months post-implant of a 26 mm sapien 3 ultra in the aortic position in a surgical valve via transfemoral approach, the patient is being evaluated for a valve in valve in surgical valve. The mode of failure appears to be stenosis as the inflow of the thv appears under expanded in the trifecta frame. It appears to be a wrong valve size selection given the trifecta cannot be fractured and the sapien looks as if it was not fully expanded and measures 21 mm on CT scan. Per medical record review, the is aortic valve area (ava) is 0.8 cm2. The patient was asymptomatic.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: the device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the valve was under expanded. By comparing the inner diameter of valve, it was smaller at inflow and larger at outflow. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the medical record. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. ''Per medical record review, the is ava is 0.8 cm2. The patient ''has developed premature structural valve deterioration of his transcatheter prosthesis''.'' In addition, patient had end-stage renal disease/ chronic kidney disease on hemodialysis. In this case, chronic kidney disease is known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. Per medical record review, the is ava is 0.8 cm2. The patient ''has developed premature structural valve deterioration of his transcatheter prosthesis''. The patient is asymptomatic. The investigation is ongoing.